Event description:
A medical student called to report that he had a vns patient who had atrial-fibrillation that had developed since being implanted. Per the student, the atrial-fibrillation is occurring with stimulation according to the patient's 30/5 duty cycle. The patient has not had any seizures since being implanted with the vns. The event did not occur during vns testing. Good faith attempts are being made for further details and thus far have been unsuccessful.